Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 sensor detached after 2 days of wear on (B)(6) 2021. As a result, the customer experienced dizziness, felt bad, and had a loss of consciousness. Healthcare provider contact was made and the customer was provided unspecified treatment for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.

Event description:
A customer reported the adc freestyle libre 2 sensor detached after 2 days of wear on (B)(6) 2021. As a result, the customer experienced dizziness, felt bad, and had a loss of consciousness. Healthcare provider contact was made and the customer was provided unspecified treatment for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
The reported sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. No issues were observed with the returned adhesive. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.